Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed a motor error alarm during priming. Customer's blood glucose level was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was unable to prime due to the alarm. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.